Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter was surgically moved, on (B)(6) 2011, from c4 to t11. Per this reporter, the pt had experienced return of spasticity. The catheter position was changed due to the hcp's concern regarding "swallowing difficulties." The pt was believed to be doing well.